Event description:
It was reported that during a pulsed field ablation procedure, there was a decrease in the blood pressure. Another manufacturer's mapping catheter was in the left atrium. A pericardial effusion and cardiac tamponade occurred. A pericardial puncture was performed. Medication was administered. The outcome of the case is unknown. No further patient complications have been reported as a result ofthis event.

Manufacturer narrative:
Continuation of d10: product ID: psg100, (serial: (B)(6)); product type: 3294-generator product ID: 10fcc13, (0012830094); product type: 0629-flexcath sheath product ID: non-medtronic product type: mapping catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product. Product type: introducer product ID: non-medtronic product. Product type: catheter product ID: non-medtronic product. Product type: ep catheter product ID: non-medtronic product. Product type: guidewire product ID: non-medtronic product. Product type: radiofrequency needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the case was completed with pulsed field ablation.